Event description:
During the atrial fibrillation procedure, there was a display issue with the catheter resulting in cancellation of the procedure. It was believed to be a software issue. It was reported the ablation catheter appeared to miss-locate within the heart compared to other catheters. The tacticath se catheter was being used in navx mode. X-ray was attempted to continue the procedure, but it was ultimately decided to end the procedure and the patient was stable. The procedure has not been rescheduled.

Manufacturer narrative:
Additional information: g3, h2, h3. The case study and collect log files were provided. The reported event stated "the ablation catheter appeared to mis-locate within the heart compared to other catheters" occurred. Review of the provided files indicate the sysref patch was placed quite low on the patient and pacing channels were on. Pacing channel distortion is larger when the catheter is farther away from the sysref patch and pacing channels are on. Ensure that the system reference patch is placed as close to the heart as possible and turn pacing channels off when not actively pacing.